Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation; therefore, a sample was selected from current production at the manufacturing facility. A visual exam was performed and no defects were observed. Ten samples were then selected from current production and leak testing was performed. No issues were detected on the samples. The complaint could not be confirmed as no sample was returned for evaluation. The samples chosen from current production comply with release specifications and no leaks were detected during testing. If the actual sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleged that, out of package, the tracheal cuff was broken.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleged that, out of package, the tracheal cuff was broken.